Manufacturer narrative:
Product ID 3889-28, lot# va0d0eb, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0d0eb, implanted: 2013 (B)(6); product type lead product ID 3889-28, lot# va0d0eb, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was initially reported on 2014 (B)(6) that a patient had some issues with his device and efficacy and he was not 100 percent cured. He had several reprogramming sessions at the healthcare professional (hcp) office, had been on several different programs, and had different levels of efficacy although he could not or would not articulate if it was 50 percent or greater. At his last visit with the hcp, he was complaining about pain in his leg and at the pocket site. When his doctor asked him about it, the patient claimed that there was no pain in the pocket site, just numbness, and no pain in his leg. He also had pain at the lead during the impedance check or possibly during the programming session. He was not left on any setting that was causing any sort of discomfort. His implant was turned off completely at the hcp office. Diagnostic testing included impedance testing and reprogramming and no action was required as a result of the event. Additional information received on 2014 (B)(6) noted that there was not a 50% or greater symptom reduction. The event cause was not determined, unknown if it was device related. The patient was scheduled to have implant removed on (B)(6) 2014.

Event description:
Additional information received reports the will not be returned and the patient was doing fine. The patient reached out to the practice for additional information.